Manufacturer narrative:
This report is for an unknown 20mm 3.0 headless compression screw/ unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: ochen y, et al. (2019), nonunion of the capitate due to delayed diagnosis of an isolated fracture, jbjs case connector, volume 9, page 1-6, (netherlands). The aim of this article was to provide details of the surgical fixation method and long-term functional outcome after nonunion of an isolated capitate fracture. This is a case report on a (B)(6) year-old girl who fell onto her outstretched left hand while figure skating. Shortly after the fall, she developed pain, swelling, and was unable to fully flex the hand. There were no apparent signs of altered alignment, displacement, or rotational deformities. The vascular and neurological integrity of the hand was intact. The anteroposterior radiograph did not reveal any fractures. After 1 week, she had improved range of motion, and there were no further signs of tenderness or swelling. 5 months later, the patient returned to the outpatient clinic due to persisting pain and tenderness. She experienced pain located in the center of the wrist. Radiographs were repeated, showing no signs of instability or widening of the scapholunate space. The magnetic resonance imaging (MRI) revealed a transverse fracture, nonunion, and diffuse bone marrow edema of the capitate. The computed tomography (CT) scan showed a transverse fracture of the capitate with irregular margins and multiple sclerotic subcortical cyst, most fitting with pseudarthrosis. The patient underwent open reduction and internal fixation to treat the fracture of the left capitate. A cancellous bone graft harvested from the proximal medial tibia bone was obtained. The patient was implanted with an unknown synthes 20-mm-long 3.0 headless compression screw resulting in an optimal compression of fracture and cancellous bone graft. After the operation, the left hand was immobilized by a navicular splint for 6 weeks. After 6 months, radiographs revealed complete fracture consolidation. During the remainder of the follow-up, there was persistent pain in the center of the wrist and restriction of extension due to the presence of hypertrophic scar tissue. Sixteen (16) months after fixation, MRI and CT scans did not reveal any evident abnormalities. At seventeen (17) months following fixation surgical excision of the hypertrophic scar tissue was performed along with debridement of fibrotic tissue at the proximal pole of the capitate and a screw removal. One (1) month after screw removal, the pain subsided, range of motion had improved, and there was minimal restriction during flexion and extension of the wrist. This report is for an unknown synthes 20-mm-long 3.0 headless compression screw. This is report 1 of 1 for (B)(4).